Event description:
End user reported that item 827155 lot 69863 have "extremely dull needles".

Manufacturer narrative:
Retained lot samples for syringe lot 69863 were tested for needle sharpness. No abnormalities were found during testing.

Manufacturer narrative:
Initial trend analysis for lot 69863 was conducted, no malfunctions were found. This is the only complaint for lot 69863. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reported that item 827155 lot 69863 have "extremely dull needles".